Manufacturer narrative:
Product was not returned to manufacturer . No examination was performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records and the recurrence of this type of event for this implant, the likely cause for the event would be an excessive screwing while loading of prosthesis on inserter. Indeed, overtightening the inner rod that secures the implant-locking nut to the implant inserter will unscrew the locking nut from the peek holder and disassemble the device. The mobi-c surgical technique warns to stop threading (the inner rod) as soon as full contact is achieved in order to avoid opening the disposable implant holder and releasing the implant. However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. The cause for the device disassembly is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause is unknown. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. From information provided implant fell apart when loaded on the inserter. According to reporter, "implant was correctly attached to inserter." No delay of more than 30 min has been reported. The surgery was completed successfully with another implant of the same size.